Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y connector s 660 line accessory was disconnected from the patient catheter and leaked blood during hemodialysis therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the photographs did not confirm any abnormalities that could have contributed to the reported condition. Retention samples were evaluated and did not identify any abnormalities and the units met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.